Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery and was approximately 4cm long. A non-bsc guide wire successfully crossed the lesion. Pre dilation was performed with a 3.0x40mm non-bsc balloon catheter, and a spcb 4mm cutting balloon. The 6.0 x 40/135 (4f) sterling mr balloon catheter was advanced and inflated two times, to 6 atms and 10 atms respectively. Angioplasty alone was unable to dilate the vessel; therefore, a 6.0x60 non-bsc stent was implanted. Post dilation was performed with inflation of the 6.0x40/135 (4f) sterling mr balloon catheter two times to 14atms. During the second inflation a balloon rupture occurred at 14atms. The balloon catheter was removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good